Manufacturer narrative:
During troubleshooting the customer also stated they are familiar with conmed monitor menu structure and confirmed the monitor input is set to sdi a s sdi cabling was used. The customer was advised to switch the sdi cables sdi-1 and sdi-2 at the cv-190 which resolved the issue. The customer also requested the part number for the cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer report to olympus their evis exera iii video system center was unable to obtain an image on the conmed monitor. The event occurred during preparation for use in an unspecified procedure, and the procedure was completed with the same device. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was able to be resolved through troubleshooting. Olympus will continue to monitor field performance for this device.